Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that the case reports this patient implant became loose after a reported fall. However, without the relevant requested clinical information, we are unable to confirm the reported loosening. Should any additional clinical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints about the listed failure mode with the same batch number. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to abnormal motion over time, bone degeneration fit/sizing, lack of ingrowth, and traumatic injury. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that patella and insert were removed due to the patella being loose after a fall. Poly was exchanged but no problems were associated with the device.